Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable is not working. They said no power to hemopro 2 disposable, tested power supply, hp2 adapter, and then swapped out hp 2 extension cable, and it worked. No delays reported. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(6). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-10. The reported device is an OEM device, therefore, a serial history review was not applicable. The product is not returning. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned.